Manufacturer narrative:
Additional information: date implanted: not applicable, as the iol was removed/replaced during the same procedure. Date explanted: not applicable, as the iol was removed/replaced during the same procedure. Device evaluation: the device was not returned for analysis as the product was discarded therefore, a failure analysis of the complaint device cannot be completed. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was placed in the patient's ocular sinister (left eye) and removed during the same procedure due to detached haptic that broke off into two (02) pieces. The procedure was completed using another lens with the same model and diopter size. The iol was discarded and is not being returned. Through follow-up additional information was received confirming no unplanned incision enlargement, no serious patient injury, no unplanned suture(s), and no unplanned vitrectomy. Patient outcome post-procedure was reported as stable. No further information is available.